Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) and not highly calcified. The lesion was pre-dilated with an unspecified balloon. The 3.5 x 18 mm xience xpedition stent was advanced. No resistance was noted during advancement. The stent was visualized under angiography in the proximal circumflex and was intact. During positioning at the lesion, the device was pulled back slightly to position, during which the stent became dislodged with only the proximal end of the stent hanging on the distal end of the stent delivery system (sds) balloon. No resistance was encountered during the slight pull back while positioning. The device was retracted as a unit with the guiding catheter and the guide wire and the dislodged stent was withdrawn on the sds balloon. Another xience xpedition stent was advanced and implanted with a good result. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.